Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and requested assistance with his insulin pump. The customer stated that he has been disconnected from the insulin pump for two days due to battery issues. The customer stated that she changed the battery several times and the insulin pump did not turn on. During the call the customer's speech was slurring and he was fading in an out. The paramedics were called, and the customer stated that he is not going to the hosp, but he is going to be treated at home when the paramedics arrive. The blood glucose reading was 322 mg/dl. No further info was provided.